Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the inpen dial does not lock into place and the amount of insulin being delivered are smaller than what was dialed up to. No harm requiring medical intervention was reported. The device is not expected to return for analysis.